Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed on the cystic artery. The device had to be cut off of the artery. Unknown amount of bleeding. Another device was used to complete the case. There may have been a patient injury, but this information is unknown at this time. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.